Event description:
It was reported that a pediatric patient underwent a cardiac procedure on an unknown date and suture was used. The next day the patient developed sternal instability. A re-operation was done to remove the sutures and replace them with sternal wires. The patient is now doing well. Additional information has been requested.

Manufacturer narrative:
(B)(4) - sternal instability occurred. Sternal instability occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.